Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that intermittently, the pump would not "allow" customer to delivery a bolus. Customer exited the bolus screen and upon a second attempt, bolus was able to be successfully delivered. There were no alerts or alarms. Customer's blood glucose was 88 mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Although multiple attempts were made by tandem technical support to confirm no further issues occurred, customer did not reply.